Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore, no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A caregiver reported a low readings issue with a customer's adc freestyle libre. On (B)(6) 2019, a sensor scan of 137 mg/dl was obtained, while the customer was experiencing symptoms described as ¿diarrhea, puking, and disorientation¿. The customer was taken to the hospital where a reading of 780 mg/dl was received on an hcp meter and customer was diagnosed with dka (diabetic ketoacidosis). The customer was hospitalized for 5 days and treated with insulin injection (dose unknown) and potassium. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a low readings issue with a customer's adc freestyle libre. On (B)(6) 2019, a sensor scan of 137 mg/dl was obtained, while the customer was experiencing symptoms described as ¿diarrhea, puking, and disorientation¿. The customer was taken to the hospital where a reading of 780 mg/dl was received on an hcp meter and customer was diagnosed with dka (diabetic ketoacidosis). The customer was hospitalized for 5 days and treated with insulin injection (dose unknown) and potassium. There was no report of death or permanent injury associated with this event.